Manufacturer narrative:
Batch review performed on 12 april 2023. Lot 2118389: (B)(4) items manufactured and released on 12-apr-2022. Expiration date: 2027-mar-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs director: revision 7 days after the index tha surgery in a female patient. According to report, about five days after the primary surgery, a femoral fracture occurred. The surgeon confirmed that a microfracture line near the distal stem was present on the x-ray immediately after surgery. It may be possible that the patient twisted the operated leg or fell (no info is given) and the bone collapsed. Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.

Event description:
About five days after the primary surgery, a femoral fracture occurred. The surgeon confirmed that a microfracture line near the distal stem was present on the x-ray immediately after surgery. About 7 days after the surgery, osteosynthesis was performed with a locking plate.